Event description:
It was reported that the patient reported twitching in the shoulder at the same time as the heartbeat. Review of stored device data in the remote home monitoring system noted this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Following activation of the lss, the lead exhibited noise and oversensing while in unipolar configuration. Technical services (ts) referred the patient to their clinic/physician for further evaluation. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient reported twitching in the shoulder at the same time as the heartbeat. Review of stored device data in the remote home monitoring system noted this right atrial (ra) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature to unipolar configuration. Following activation of the lss, the lead exhibited noise and oversensing while in unipolar configuration. Technical services (ts) referred the patient to their clinic/physician for further evaluation. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ra lead continued to exhibit high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. Additionally, possible atrial loss of capture (loc) was noted on the presenting electrogram (egm). Further review was recommended to the physician. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.